Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following defibrillation threshold (dft) testing during the implant of this implantable cardioverter defibrillator (ICD), the patient went into pulseless electrical activity (pea) and required external rescue. Tachycardia therapy was programmed off in the device. There were no allegations or complaints against the device system. The patient was seen the following day and was observed to have a pulse and was in normal sinus rhythm, however, the neurological status of the patient was undetermined. Tachycardia therapy was programmed back on and the patient remained hospitalized. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.